Manufacturer narrative:
Analysis summary: the anomaly was due to depleted batteries. Once new batteries were placed in the battery carrier, the device operated properly.

Event description:
Reporter indicated that the battery test voltage shows 0.0 volts. Unit is being returned for repair. No pt injury was involved in this event.